Manufacturer narrative:
It is unclear if the ia tip caused the capsule tear. The surgeon reported he did not see the tip aspirate the capsular bag. The device was not returned for evaluation. Followup with the patient was reported to have gone "great" with no effect from the capsule tear apparent. Device was not returned.

Event description:
While working under the lens during cataract surgery, the surgeon reported experiencing a small capsule tear. A vitrectomy was not required and an iol was implanted.